Event description:
It was reported that the cassette sensor is not working, customer is also having issues with communication module and he will be sending it in with the unit - it is getting error code 4110.